Event description:
Patient stated she had a left hip revision.

Manufacturer narrative:
This record was created in error. A medical review by a clinical consultant confirmed that the left hip revision occurred on (B)(6) 2016, which has already been reported under MFR# 0002249697-2018-03720.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated she had a left hip revision.